Event description:
Customer reported meter results of 421 mg/dl and 147 mg/dl within 10 mins on the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the sys, replacement was sent.